Event description:
It was reported that the minicap transfer set had small black spots on the wall of the device. There was no patient involvement. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and functional testing was performed. Functional tests included leak testing, clear passage testing, clamp function testing, torque engagement testing and integrity of seal surface testing. The device was determined to meet all functional performance specification requirements. Visual inspection confirmed embedded and loose particulate matter not in fluid path. The particulate matter was further described as a small black spot. The cause for the reported problem was undetermined. A CAPA has been opened to address this issue. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.